Manufacturer narrative:
Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, it is likely the coating peeled off due to stress applied during use, external factors, or handling of the device. However, a definitive root cause could not be determined. The reported issue (sticky insertion part) was confirmed and found to be caused by deterioration. In addition, service found the adhesive on the bending section cover was chipped, and the bending angle was out of specification due to wear of the angulation wire. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the insertion part of the subject device was sticky. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, it was observed the coating on the insertion section was peeling off. This report is being submitted for the malfunction found during the evaluation of the device (coating peeling off). Additional details were requested regarding the reported issue. However, no additional information was provided.